Event description:
Event description guidant received information that the atrial and ventricular leads were successfully repositioned. The ventricular lead dislodged which resulted in diaphragmatic stimulation, loss of sensing and capture. The atrial lead also dislodged. The physician repositioned both leads successfully with no adverse patient effects.,